Event description:
International affiliate reports that while taping into extremely sclerotic bone, the tip of the viper 2 self drilling cannulated tap broke off from the instrument. The broken tip remains in the patient.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
No definitive conclusions can be made however it was noted that the tap was being driven through extremely sclerotic bone at the time of breakage. The described nature of the patient's extremely sclerotic bone likely presented a higher than anticipated torque during tapping thus resulting in tap fracture. At this time, the complaint is considered to be closed.